Manufacturer narrative:
In follow-up communication with the participating study site, the following additional details were obtained: the endoleak was confirmed by the participating site to be a type ii endoleak with residual flow from the left subclavian artery resulting in aneurysm enlargement. "The patient presented to [the] clinic on (B)(6) and CT scan showed no significant change and [he] has been advised to follow-up in 1 year. The CT report states the endoleak has resolved as a result of the embolization coil of the lsa."

Manufacturer narrative:
Devices implanted: (B)(6) 2014: gore® tag® thoracic endoprosthesis / (B)(4) / 40mmx15cm / lot# 12998734 / (B)(4). Gore® tag® thoracic endoprosthesis / (B)(4) / 34mmx15cm / lot#12512450 / (B)(4). A review of the manufacturing records for both lot#s (12998734, 12512450) verified that both lots met all pre-release specifications. Both devices remain implanted therefore, a direct product analysis could not be performed. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. The instructions for use provide the following warning among others: ¿adverse events that may occur and / or require intervention include, but are not limited to: aneurysm enlargement, endoleak¿.

Event description:
It was reported to gore that on (B)(6) 2014, a patient underwent repair of a type b complicated aortic dissection and two gore(tm) tag(tm)&#59412;thoracic endoprostheses were used and a carotid subclavian bypass was performed. The proximal portion of the endoprosthesis was deployed in zone 2 distal to the left common carotid artery. Pre-treatment maximum diameter of the aortic aneurysm/lesion was recorded as 40.9 mm. On (B)(6) 2015, films revealed an enlargement of 7.1 mm in the maximum diameter of the aortic aneurysm/lesion. On (B)(6) 2016, the patient experienced an endoleak (not otherwise specified) and underwent plugging/coiling of the left subclavian artery.